Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). IFU for gore® viabahn® vbx balloon expandable endoprosthesis. Hazards and adverse events. Procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: access site infection; entry site bleeding and/or hematoma; vessel thrombosis, occlusion, pseudoaneurysm, and trauma to the vessel wall (including rupture or dissection); distal embolization; arteriovenous fistula formation; transient or permanent contrast induced renal failure; renal toxicity; sepsis; shock; radiation injury; myocardial infarction; fever; pain; malposition; malapposition; inflammation; and/or death. A possible complication which may occur in conjunction with the use of systemic heparin: hit type ii. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: hematoma; stenosis, thrombosis or occlusion; distal embolism; side branch occlusion; vessel wall trauma and/or rupture; false aneurysm; infection; inflammation; fever and/or pain in the absence of infection; deployment failure; migration; and device failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a study patient was implanted with two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) that were overlapped in the right renal artery as a side branch. The two vbx devices were overlapped and implanted as branch devices in a aaa procedure. During a follow-up on (B)(6) 2022, the right renal artery stent graft occlusion was observed. As reported, this was a total device occlusion. Balloon angioplasty, mechanical thrombectomy and thrombolytic therapy were administered to restore blood flow. The patient tolerated the intervention.

Manufacturer narrative:
H6 - c19: two devices were implanted in the renal artery as one unit during same procedure. Review of device manufacturing record history confirmed both devices met pre-release specifications. The second device implanted: lot/serial (B)(6); catalog bxa077902a; UDI (B)(4). Both devices remain implanted. Consequently, product analysis was not possible.